Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is a component failure. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was observed, that during the device evaluation. The rigid video scope exhibited fiber breakage, dents on distal edge. Minor stains under lg (light guide) cover glass and crack on side of video connector. There was no patient involvement.